Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of metal cap; this failure mode is indicative of a fracture beneath the metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, signs of melting, and mild contamination, likely biologic; the fiber ID label is missing. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, an undisclosed fiber issue was noted at 158,188 joules and 28 minutes of use. The fiber was cleaned during the procedure. The procedure was completed with a second fiber. Patient outcome: no injury to patient reported.